Manufacturer narrative:
(B)(6). Additional device product codes: mni, kwp, kwq, nkb. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a l5-s1 disc levels posterior lumbar fusion where the patient was implanted with synthes universal spine system (uss) on (B)(6) 2014. On an unknown date post-operative, the patient broke the right s1 disc level 7.0 mm side opening screw. The surgeon stated that the screw broke due to a nonunion. The screw was broken about 15 mm below the head of the screw (15 mm towards the tip of the screw from the head). On (B)(6) 2017, the surgeon performed the revision. The surgeon removed the rods, and then removed the screws from the original surgery in 2014. He could not remove the broken tip of the right s1 screw. He replaced the 3 screws that were not broken with synthes uss and used 1 mm larger in diameter and the same length. He then placed a new right s1 screw medial to the broken fragment that was left in the patient. He then placed new rods, connected them. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices: 6.0 mm ti hard rod 50 mm (item number 498.102, quantity 2), 6.0 mm ti collar (item number 498.010, quantity 4), ti nut (item number 498.003, quantity 4), 7.0 mm ti side opening screw (item number 498.745, quantity 3). This report is for one (1) 7.0 mm ti side-opening screw 45 mm. This is report 1 of 1 for complaint (B)(4).